Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.6. Date: (B)(6) 2011, inratio: 4.6, lab: 3.0. Pt's target range is 2.0-3.0.

Manufacturer narrative:
Pending